Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. For pre-dilatation the 2.50x12mm trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated; however, the balloon ruptured during the first inflation to 6 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A nc trek neo balloon was used for pre-dilatation. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.